Event description:
It was reported that the right ventricular lead exhibited loss of capture, the chest x-ray confirmed perforation. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.